Manufacturer narrative:
The exact event onset date is unknown. The provided event date of (B)(6) 2006 was chosen as a best estimate based on the date of the additional device implantation. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). Imdrf patient code e232402 captures the reportable event of stress urinary incontinence which required surgery. Imdrf impact codes f1905 and f2301 capture the reportable events of transobturator tape was cut and additional device implanted.

Event description:
It was reported to boston scientific corporation that two repliform devices and an obtryx system - halo devices were implanted into the patient during a vaginal repair + cystoscopy + anterior colporrhaphy procedure performed on (B)(6) 2006 for the treatment of stress urinary incontinence and pelvic organ prolapse. On (B)(6) 2006, the third repliform device was also implanted into the patient during a cystoscopy with sling procedure due to stress urinary incontinence and intrinsic sphincteric deficiency. During this procedure, it was reported that the previous transobturator tape was cut.